Event description:
Reportedly, the subject home monitor no longer lights up; therefore, no remote monitoring is possible anymore. The last date of implant communication and monitor connection was (B)(6) 2021.

Event description:
Reportedly, the subject home monitor no longer lights up; therefore, no remote monitoring is possible anymore. The last date of implant communication and monitor connection was (B)(6) 2021.